Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(4) has been used as a default.  Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd syringe experienced issues with the scale marking permanency. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Caller states that the ink on a bd syringe rubbed off and ended up in a child's medication. He wants to know if the ink is safe. Call was very difficult to hear, very broken up. Repeatedly informed caller that I could not understand most of what he was saying and asked for his number or to call me back. Caller refused. He kept asking questions that I could not understand. I informed him that the ink is not toxic. Informed "the material used for bd syringes meets the requirements of the us food and drug administration and is cleared as part of our regulatory approval process of our syringes and are have been determined to be safe for use." Attempted to obtain additional information from caller but was not able due to bad phone connection.